Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up with multiple noise reversion episodes, also noted was that pacing was inhibited. The physician was able to recreate the noise with pocket manipulation. The noise was too large to be programmed around. The device was explanted and replaced successfully. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the device was not returned.